Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The exams used during the procedure were evaluated by medtronic personnel. The exams showed that the surgeon did not use all available fiducials to expand the sphere of accuracy, resulting in the imprecision. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a tumor resection, a 5-8mm imprecision occurred. The surgeon reported that they performed a successful registration with fiducials. The surgeon reported that the imprecision was lateral, resulting in them having to pass through the motor strip. Due to the new trajectory, the patient suffered temporary paralysis. It was reported that the patient was brought back and the surgeon was able to complete the procedure with no further impact to the patient. It was reported that the paralysis has since passed from the patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
.